Event description:
Boston scientific received information: on (B)(6)2011 the patient came to his scheduled fu (9mo). During the interrogation is a high threshold lv lead measured. Bradyparameters were changed. No other details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).